Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 375 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "ss tubes are under-filing. The customer has been struggling with a new tray of sst's. The vacuum/suction of blood into the tubes is really inconsistent and slow. The tubes aren't filling and two sst tubes have had to be used per patient with both of them only filling partially."

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 375 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "ss tubes are under-filing. The customer has been struggling with a new tray of sst's. The vacuum/suction of blood into the tubes is really inconsistent and slow. The tubes aren't filling and two sst tubes have had to be used per patient with both of them only filling partially."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.